Event description:
Baxter reports a broken transfer set used for an unk period of time. A pt developed peritonitis in 04 with cloudy effluent. A culture and sensitivity test was conducted (date unk) which returned negative results. The pt was treated outpt with cephacidal 500mg ip in each exchange and amikacine 500mg ip in the morning. The pt has fully recovered. No further info is available at this time. Additional info received in 10/04: the transfer set had a leak (location unk). The transfer set had been in place for 1 month when the leak was noted. No sample is available for evaluation.